Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the opened pouch in the lens carton. A small amount of solution was dried on the lens. The optic was tilted down into the well area with one side of the lens optic edge pressed against and between two posts of the lens case. One haptic was folded onto the anterior optic surface. The other haptic was pressed against the post of the lens case and broken in the gusset area over the post of the lens case. The broken haptic was returned inside the lens case. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The reported broken haptic was observed. The other haptic was folded onto the anterior optic surface, similar in appearance to a lens that has been folded for loading into a delivery system. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the haptic was found to be broken. Additional information was received indicating that the issue occurred during the loading process, with no patient contact and no harm.